Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up on (B)(6) 2020. Upon examination, episodes of lead noise from (B)(6) 2020 were found on the right ventricular lead. The patient was asked to perform isometric testing but noise was not observed during the test. Programming recommendations were made to address the oversensing issue. There were no reports of patient symptoms as a result of the noise oversensing anomaly.